Event description:
It was reported that the fiber was overheating. No further information was provided. No patient complications were reported.

Event description:
It was reported that the console experienced overheating problems, and the customer further clarified that the console overheating was breaking the fiber tips. The customer did not provide further information on patient and procedure outcomes despite good faith effort.

Manufacturer narrative:
Correction to field c2/d10. Concomitant product/therapy. Correction to field h6. Device codes.

Event description:
It was reported that the console experienced overheating problems, and the customer further clarified that the console overheating was breaking the fiber tips. Information received from the customer noted that there was no issue with the fibers, the issue was that the console, as it was overheating and causing the fibers to burn out at the tip. There were no consequences to the patient.

Manufacturer narrative:
Correction to field b5. Describe event or problem. Based on this information the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Correction to field c2/d10. Concomitant product/therapy. Correction to field h6. Device codes.

Event description:
It was reported that a console was experiencing overheating problems and breaking fibers. No further information was provided. No patient complications were reported.